Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03083 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were used during a colonic procedure performed on (B)(6), 2010. According to the complainant, during the second biopsy, it was noticed that a piece of metal was sticking out below the biopsy cups. The device and scope were removed in tandem from the patient and the forceps were cut to remove it from the scope. A second radial jaw 3 single-use biopsy forceps was tested outside the patient and the same thing occurred. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. Functionally the device jaws would open and close normally considering the bent needle tail. Measurements were taken of the wire curves and it was determined that they were out of specification and could have caused the bending of the needle tail. The condition of the returned incident device was consistent with the complaint; that a piece of metal was protruding. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03083 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were used during a colonic procedure performed on (B)(6), 2010. According to the complainant, during the second biopsy, it was noticed that a piece of metal was sticking out below the biopsy cups. The device and scope were removed in tandem from the patient and the forceps were cut to remove it from the scope. A second radial jaw 3 single-use biopsy forceps was tested outside the patient and the same thing occurred. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)